Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report: 3006705815-2016-00078, reference MFR report: 1627487-2016-00994, reference MFR report: 1627487-2016-00995. The patient had 2 anchors with the same lot number. It was reported the patient&#38112;entire scs system was removed due to an infection at the ipg and leads sites. There is no information available regarding the status of the patient's infection at this time.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 4 : reference MFR report: 3006705815-2016-00078, reference MFR report: 1627487-2016-00994 , reference MFR report: 1627487-2016-00995.